Event description:
Caller reported a cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who would use a backup insulin pump to maintain insulin delivery. The customer was instructed to put the current pump into storage mode and return it to tandem using a pre-paid label within 10 days to avoid charges. They were also advised on the steps needed to set up the replacement pump, including programming settings and connecting a cgm.